Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump was intermittently not completing bolus deliveries and suspending insulin after partial bolus completion. Reportedly, customer continued to use the pump for insulin therapy. The customer's blood glucose was 100-425 mg/dl.